Event description:
It was reported that the left lower screw backed out of the anterior cervical plate with the locking mechanism closed post­ operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation and initial observation shows there is damage to the set screw, which relates to the position of the screw head. It is possible that the set screw backed out of the plate due to nonunion while deforming the set screw ln the process. Additional information provided that the bone was very hard, which could have caused the construct to be very rigid and apply force on the set screw until it deformed and backed out. However, the exact cause of the reported issue could not be determined.